Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging an other (unusual issue). The reporter stated that the patient had a blood glucose (bg) of 70 mg/dl with lightheadedness, blurred vision, disoriented, dizziness, severe headache, unsteadiness when standing and walking. Troubleshooting indicated that the patient put in a new cartridge but then shortly after the cartridge was empty. They stated this happened twice. The patient self-treated with food/drink as treatment. This report is being made due to the bg excursion the patient experienced due to an alleged unusual issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/17/2017 with the following findings: a review of the black box showed the user loaded cartridges into the pump that contained less than 50 units of insulin. The pump ran with no issues on the programmed basal rate until a replace cartridge alarm was recorded. Another replace cartridge alarm was recorded followed by a power on reset. The pump powered back on and deliveries resumed. No hypersensitive or stuck keys were found on the keypad. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no delivery interruptions or alarms occurred during the investigation. The reported issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.